Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown cage/spacer: conduit system/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing 3d printed titanium banana interbody cages versus titanium-coated peek bullet cages for tlif. Reported complications include the following: conduit tlif system 12 months 9 levels had subsidence (n=3) pseudoarthrosis (n=1) adjacent segment disease 24 months (n=1) revision (n=2) pseudoarthrosis (n=1) hardware failure (n=2) adjacent segment disease proti peek bullet cage 12 months 14 levels had subsidence (n=2) revision (n=1) pseudoarthrosis (n=3) hardware failure 24 months (n=4) hardware failure (n=2) adjacent segment disease this is for depuy synthes conduit tlif system. It captures the reported subsidence (9 levels ) at 12 months. This is report 1 of 2 for complaint (B)(4).